Event description:
It was reported that this lead showed no capture at maximum output two days after implant. All other lead parameters were stable. Imaging was obtained and showed lead dislodgement. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead was discarded at the facility and therefore is not expected to be returned for analysis.

Manufacturer narrative:
This lead was discarded at the facility. Therefore, technical analysis cannot be conducted.